Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump into the bath. Approximately two hours later, multiple altitude alarms occurred. There was no impact to the customer's blood glucose level. The customer stated that the altitude alarms likely occurred due to moisture from dropping the pump into the bath. The altitude alarms resolved soon after the call.